Manufacturer narrative:
It was reported that "the red bottom flexion/extension stop was failing, the brace continued to unlock while patient was ambulating in the postop period. The patient noticed the issue the first week of usage. No injuries and the product has been used for 4 weeks". The brace has not been returned for evaluation. The root cause of the complaint is damaged component based on other devices that have been evaluated. The devices lock button failed during manufacturing testing confirmed to be the same malfunction found in report number: 9616086-2023-00007. Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.

Event description:
It was reported that "the red bottom flexion/extension stop was failing, the brace continued to unlock while patient was ambulating in the postop period. The patient noticed the issue the first week of usage. No injuries and the product has been used for 4 weeks".